Manufacturer narrative:
(B)(4). There were no anomalies identified during the internal review of the DHR of the system console. Superdimension has requested the case recordings for evaluation but has not received anything to date. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The physician reported a system inaccuracy during a superdimension procedure. The patient suffered a pneumothorax requiring a chest tube. If additional patient information pertinent to the incident is obtained a follow-up report will be submitted.